Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system (rtos), backplane, and power supply were replaced during the service call.the system was tested and found to be working as intended and put back into service.